Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and replaced the monitor power supply, main board, motor control board, solenoid driver board, batteries, and unrelated to the reported issue a 5000 hour preventative maintenance compressor kit. The fse then performed full calibration, functional, and safety checks to factory specifications. The unit pass all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) shut down during patient use. No patient harm, serious injury or adverse event was reported.